Event description:
Routine shoulder repair with no problems at the time of operation. Diathermy site checked at the end of the procedure and site was clear. Called the ward approximately four hours after surgery and the patient was complaining of soreness on the thigh. On examination, it was discovered there was a small blister and an area of skin discoloration at the pad site. Surgeon was informed, patient reassured and photographs were taken.

Manufacturer narrative:
Generator is not being returned for evaluation.